Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was shoots insulin when priming occasionally. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer stated that the insulin pump rejects new batteries and rainbow effect on the screen in sunlight. The device will not be returned for analysis.

Manufacturer narrative:
Device display properly and no display anomaly noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected off no power, weak battery, low battery, battery out limit and failed battery test alarms during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill noted during testing. Device had cracked reservoir tube lip. (B)(4).